Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2006 that a one step button kit pull method was used in a button placement procedure (patient gender and weight are unknown). According to the complainant, during the procedure, the catheter broke in two. One piece was removed through the esophagus and the other was removed through the stoma site. Another one step button kit was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
A visual inspection revealed that the white adaptor and tubing had been torn apart. The tear, which was jagged in nature, occurred at the distal end of sleeve that holds the button in place. An exact cause of this malfunction cannot be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.